Event description:
It was reported that bd bactec¿ fx, instrument top, packaged the lab tested anaerobic vial however curves look positive but gave negative result. The following information was provided by the initial reporter: the anaerobic vial gave a negative result and no tests have been done on it as written in lab procedures. The anaerobic vial curve, which looks like a positive curve.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01507 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged the lab tested anaerobic vial however curves look positive but gave negative result. The following information was provided by the initial reporter: the anaerobic vial gave a negative result and no tests have been done on it as written in lab procedures. The anaerobic vial curve, which looks like a positive curve.